Event description:
As reported by legal brief, that on or about (B)(6) 2015, the patient had left knee replacement surgery with exactech product, resulting in serious injuries and after that the product has been recalled and needs a revision surgery. The patient sustained serious personal injuries to various parts of the body; suffered and will continue to suffer great pain and anguish in body and mind; that the patient has received necessary hospital and medical attention by reason of the injuries sustained; that the patient has necessarily received, is receiving and will continue to receive medical care and treatment in connection with the injuries suffered, and in connection with which expenses have, are and will continue to be incurred; that the patient has been greatly incapacitated and has been unable to attend her usual duties as patient had theretofore done; the patient¿s injuries are permanent, protracted and disabling in nature.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: as reported by legal that on or about (B)(6) 2015, the patient had left knee replacement surgery, it is alleged to have resulted in serious injuries and after that the product has been recalled needs a revision surgery. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent reported event cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.